Event description:
Dealer applied the universal anti-tippers from tag and the pin popped out. They thought they were applied incorrectly so tried again and then held, but when pressure from client was applied, the pin popped out again several days to a week later. Client said he was sitting in the chair and wheeling himself backwards to get out of the bathroom at the time of incident.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. If any further information is received a supplemental report will be filed.